Manufacturer narrative:
The lens was returned for evaluation. Product was returned unopened. Tamper seal was still intact. Product history records were reviewed and the documentation indicated the product met release criteria. The reported event of a defective lens was not observed. Product was returned unopened. Tamper seal was still intact. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was defective. Timing and patient impact are unknown. Additional information was requested.